Event description:
The first indication of a problem was the observation that the blood in the arterial line was becoming darker in color, associated with a concomitant decrease in the in-line pa02 reading (180 mmhg). In-line blood gas analysis has been recording a pa02 of about 200 mmhg which had been stable for the previous normothermic perfusion interval (110 min). Upon this recognition, the fi02 was immediately increased from 60% to 70% continuing upwards to 100% over 30 sec. Interval; this had no effect on the on-line pa02 (160 mmhg). The blood flow was increased 5.2 to 5.6 l/min (pt bsa 1.94m2) and the gas flow was increased to 10l/min. The 02 delivery line was check for gas flow which was vigorous. A drop of a pale yellow fluid was noticed on the gas exhaust housing. By now the in-line pa02 reading was approaching its nadir of 30 mmhg and a pale yellow foam was starting to accumulate in the gas exhuast housing. Eventually this area was observed to be full of a straw colored foam that continued to increase in volume unitl it was pouring out the exhaust housing and port onto the floor. Perfusion was terminated 14 min. After the beginning of the incident. The production of the foam did not stop until after termination of bypass resulting in approximately 200 ml of foam on the floor.